Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and sent a replacement with updated software. The customer will use multiple daily injections as a backup therapy until the new pump is operational.